Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. Additionally, the device evaluation found wear of the angulation wires, chips on the adhesive of the protective coating on the bending portion of the device, discoloration of the adhesive on the light guide lens, the adhesive on the objective lens, and the adhesive of the protective coating on the bending portion of the device, damage on the grip, scratches on switch 1, switch 4, and image guide protector, burns on the camera cover, and dents on the camera cover. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time. There was no delay to the start of pre cleaning which was done properly, and water/air was supplied to the nozzle. The accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lusera colonovideoscope had an air/water leak from the body control unit. Inspection and testing of the returned device found foreign materials in the nozzle of the device. There were no reports of patient harm. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.